Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc. (Establishment), which markets the devices in the u.s.

Event description:
It was reported that patient underwent total hip replacement in 2006, in which she received a durom cup acetabular component. Post-op, patient has been experiencing pain and her doctor recommended revision, which is scheduled 2008.